Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical notification received for revision due to pain and arthrofibrosis. Doi: (B)(6) 2017. Dor: (B)(6) 2018; (right knee). Femoral and insert components were revised.